Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to baseline drift and artifacts. Noise was reproducible in primary vector with pocket manipulation and arm movements. Technical services (ts) was consulted and noted the data seems to point in the direction of a lead fracture in the pocket region. As such, ts recommended scheduling the patient for a review of the electrode, including x-ray imaging. No adverse patient effects were reported. This product remains in service. Additional information: on (B)(6) 2025, this electrode was explanted and replaced without incident. Since the patient's s-ICD had been implanted in 2019 and the estimated remaining battery longevity was 28 percent, the physician decided to also replace the device. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the electrode was returned intact (not severed) and was thoroughly inspected and analyzed. Visual inspection noted a bend approximately 25 millimeters (mm) from the terminal pin. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the "device problem excluded" investigation conclusion code was selected based on analysis of the returned product which found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Risk assessment: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to baseline drift and artifacts. Noise was reproducible in primary vector with pocket manipulation and arm movements. Technical services (ts) was consulted and noted the data seems to point in the direction of a lead fracture in the pocket region. As such, ts recommended scheduling the patient for a review of the electrode, including x-ray imaging. No adverse patient effects were reported. This product remains in service. Of note, there was no involvement by a boston scientific field or sales representative in this case.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to baseline drift and artifacts. Noise was reproducible in primary vector with pocket manipulation and arm movements. Technical services (ts) was consulted and noted the data seems to point in the direction of a lead fracture in the pocket region. As such, ts recommended scheduling the patient for a review of the electrode, including x-ray imaging. No adverse patient effects were reported. This product remains in service. Additional information: on november 25, 2025, this electrode was explanted and replaced without incident. Since the patient's s-ICD had been implanted in 2019 and the estimated remaining battery longevity was 28 percent, the physician decided to also replace the device. Besides intervention, no other adverse patient effects were reported. Product return is expected.